Manufacturer narrative:
(B)(4). Date sent: 3/23/2026. D4: batch # 618d96. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections of the returned device. Visual analysis of the returned sample determined that the cdh29p device was received with no apparent damage with a battery inserted. The breakaway washer was present, cut and there were no staples present. The battery was removed with difficulty and when it was removed, one terminal was found damaged causing the battery pack insertion and removal issues. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the device was disassembled in order to verify the condition of the bulkhead contact and the internal components; marks and damage on the bulkhead shroud was noted. The bulkhead contact was noted in good condition. No conclusion could be reach on the cause of the damaged battery terminals. It should be noted that when insert the battery pack, aligning the release tabs with the slots situated on the back of the device. Ensure that it is completely engaged; a clear click sound will confirm it¿s properly secured, and the backlight of the tissue compression scale will glow. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 618d96, and no non-conformances were identified.

Event description:
It was reported that during a left hemicolectomy, the cdh29p did not fire. A new stapler packaging was opened, the battery of the original stapler was replaced and then the stapler did fire. When inserting the original battery, it was also more difficult than usual. It seemed like the battery didn't fit well. The procedure was completed successfully and no patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 1/7/2026 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.